Event description:
The facility patient safety coordinator reported a corneal burn. The facility patient safety coordinator was able to provide the patient's gender, but did not have additional information. Additional information has been requested.

Manufacturer narrative:
The customer declined service on the system. The facility biomedical technician stated he received the phaco handpiece and was asked to check it to ensure it was functioning properly. The biomedical technician connected the phaco handpiece to the system and it primed and tuned fine. The phaco handpiece has been received and in-house testing in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.